Event description:
I had a severe reaction to synvisc one injection resulting in an emergency arthroscopic surgery to wash out the synvisc from the synovial fluid of the knee. It caused acute synovitis that progressed over a period of 2 weeks. Date the person first started taking or using the product: (B)(6) 2017. Why was the person using the product: knee mobility.